Event description:
It was reported by patient's legal representative that patient underwent primary hip surgery on (B)(6) 2007. Revision procedure was performed on (B)(6) 2012 due to metallosis. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Initial reporter - unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This is 4 of 4 MDR reports submitted for the same event. See: 3002806535-2014-00017 / 00020.